Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12213. The pt reported the charger heats up and causes the skin to become uncomfortably warm. Pt states he was charging once a week, but now charges every few days to alleviate the heating sensation. Pt requested a new charger be sent. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.